Event description:
When I inserted it, it felt strange [vulvovaginal discomfort]. When I inserted it, it felt strange - tampon [complication of device insertion]. It was like open and not like compact - tampon [device physical property issue]. Case description: consumer reported via phone that the tampon came apart when during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
When I inserted it, it felt strange [vulvovaginal discomfort]. When I inserted it, it felt strange - tampon [complication of device insertion]. It was like open and not like compact - tampon [device physical property issue] . Case description: consumer reported via phone that the tampon came apart when during removal. No serious injury was reported.